Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller was not returned for evaluation. Log file analysis revealed a controller power up event on (B)(6) 2017, at 17:57:22. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) with 71% relative state of charge (rsoc) and (B)(4) was connected to power port two (2) with 71% rsoc. The data point recorded after the loss of power revealed that an adapter was connected to power port (1) and (B)(4) was connected to power port two (2). The controller was without power for a maximum of 14 minutes and 44 seconds. As a result, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation was initiated to capture events involving the controller losing power and implement corrective actions as required. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was at the clinic and experienced a double power disconnect. The controller remains in use. No patient complications have been reported as a result of this event.